Manufacturer narrative:
This report is being submitted as follow up no. 1. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See MDR's 2243441-2017-00088 and 2243441-2017-00087. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: similar experience with difficulty in tamping occurred during an in-service to evaluate technique; it was an angio-seal evolution, off shelf product in a vessel model; and the internal mechanism was also heard.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation results. One 6fr used angioseal evolution devices were received for evaluation. The used returned device was subjected to visual analysis where no blood like substance was found along the body of the device. No accessory components other than the header bag were returned with the third used device. The temperature sensor on the header bag was black indicating that the device had been exposed to high heat, which can warp material. No portion of the compaction tube could be seen exposed from the carrier tube assembly. The hemostatic sheath was mated with the deployment sleeve in the full rear lock position with the color bands exposed. The button was hard indicating that the gearbox was likely in the distal position. The collagen could be seen partially tamped at the distal portion of the suture with the anchor still attached. Functional testing was then performed by applying digital force to the anchor. The compaction tube advanced on this dry model and the collagen was tamped. Excessive resistance was only experienced after the green distal marker was fully exposed and over compaction of the collagen had occurred. No stuttering of the device was felt. The handles of the evolution were then separated with a set of flat head screwdriver to observe the gearbox assembly. The gearbox assembly was found out of the park position in the full distal position. The suture was found inside of the grooves of the spool. The rack was in the distal position and still mated with the compaction tube. The drive gear was properly seated in the upper and lower gear plated. There were no gross anomalies found. For the analysis of the unused sealed angioseal, the angioseal was removed from the polyfoil pouch and mated with the supplied hemostatic sheath. Once mated the deployment sleeve was verified in the forward lock position the deployment sleeve was then moved to the rear lock positon. The anchor posted to the distal tip of the hemostatic sheath as expected. Digital force was then applied to the anchor where some resistance was felt. The collagen began to partially compact prior to the release of the compaction tube from the carrier tube assembly. Some jerkiness was noted during deployment. After deployment, the handles of the evolution were disassembled. The gearbox assembly was found in the distal position. No gross anomalies were found with the placement of the suture or the gears in the gear plates or lower handle. To determine the cause of the jerkiness, functional testing was performed by turning the drive gear clockwise. After winding the rack to the proximal position, tension was applied to the suture to cause the rack to move to the distal position. When 2.859" of the rack remained in the proximal position, the stuttering sensation could be recreated. Under microscopy, no foreign material or damage to the gear teeth was noted. The complaint could not be confirmed on the used sample but could be confirmed for tamping issues on the unused sample. The cause of the stuttering could not be determined through visual and functional testing. A follow up report will be submitted once the investigation is complete. For this reason, all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.